Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer's blood glucose level was 133 mg/dl. Customer stated that the size of air bubble was half inch. Air bubbles were not removed successfully. The reservoir will be returned for analysis.